Event description:
Customer reported an issue with dpm 6/7 monitor, which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the water trap receptacle. Calibrated and unit to factory specifications.